Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of t waves and reduced amplitude r-waves. Therapy was exhausted due to the amount of shocks given. Subsequently a revision procedure occurred where the s-ICD and electrode were explanted and successfully replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of t waves and reduced amplitude r-waves. Therapy was exhausted due to the amount of shocks given. Subsequently a revision procedure occurred where the s-ICD and electrode were explanted and successfully replaced with another manufacturer's device. No additional adverse patient effects were reported.